Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On 10/22/2025, it was reported that the patient was found unresponsive and sweating profusely by the spouse. Upon checking the cgm mobile device, the egv was 70 mg/dl. No fingerstick blood glucose test was performed at that time. The spouse attempted to administer apple juice orally; however, the effort was unsuccessful due to the patient's unresponsiveness. Emergency medical services (ems) were contacted immediately. Upon ems arrival, the spouse was unable to recall the bg or cgm readings obtained by the paramedics. The patient could not recall if there was a treatment or medication provided to her by the paramedics. The patient was subsequently transported to the emergency room (ER). The spouse did not have information regarding the cgm readings taken at the ER but the bgm was reading 20 mg/dl. The patient was treated orange jelly and cheese sandwich in the ER. The patient was discharged within 24 hours and reported feeling better. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. When the patient was unresponsive, there was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.